Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderate tortuous and severely calcified first diagonal artery. A 10/2.00 flextome cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 10atm. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.